Event description:
Patient reported right side ¿removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl¿, ¿seromas¿, ¿physical pain¿, ¿scarring and disfigurement¿, ¿asymmetry¿, ¿burning pain in breasts¿, ¿heat sensations¿, ¿itching¿, ¿significant weight loss¿, ¿rippling to bilateral breasts¿, ¿chronic headache¿ and ¿suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.